Event description:
It was reported that intermittently a cartridge alarm occurred with consecutive cartridges with the most recent event occurring during the load sequence. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.